Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for low predict and had unresponsive buttons. Blood glucose reading was 162 mg/dl. The customer could not clear the alarm. No significant events were recalled leading up to the anomaly. The customer has another insulin pump in her possession that she will now switch to. Nothing further reported.